Event description:
An (B)(6) f with pmh of hyperlipidemia & cad. Outpatient was scheduled for a pci procedure which required the support of the impella device. Procedure was completed & impella was removed. The closure device company abbott vascular perclose was used and failed to prevent blood loss at site. Event required additional surgical procedure to left femoral artery to maintain hemodynamic status and minimize hematoma formation. Patient required in-patient monitoring and admission.